Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va09lpm, product type lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: va09lpm, ubd: 30-may-2017, UDI#: (B)(4). Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient needs MRI. Caller reports that the patient said their urologist shut the ins off because the lead moved and the patient is waiting to have another system placed. Caller reported that the patient said they had 4 seizures in a row and after this noticed that they were having bladder issues. Caller added that the patient said the lead moved (causing the bladder issues) due to the seizures.